Event description:
Single use disposable medical instruments - forceps, scissors, spatula, needle holders, curettes, dilators, and nail nippers. Black powder type substance inside package and on instruments. Medline entered an incident to manufacture. Multiple products.